Manufacturer narrative:
The reported event through service, piece missing, was confirmed. During the evaluation the service technician identified a blade mount failure, as the blade mount mechanism had a piece missing from the tip of its actuator rod. The device was repaired and returned to the customer.

Event description:
It was reported that a piece of the blade mount from the system 7 v-notch sagittal saw disassembled. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
It was reported that a piece of the blade mount from the system 7 v-notch sagittal saw disassembled. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.